Manufacturer narrative:
(B)(4).

Event description:
Attorney alleges that on (B)(6) 2012 the patient had to call 911 and was taken to the hospital as he was bleeding, with symptoms of an infection, pain, loss of weight and appetite. Attorney alleges that at the hospital it was allegedly identified that the patient was with sepsis and infection from the implant of the implantable neurostimulator and the patient had another surgery to clean the wound from the first surgery, drain and evaluate the infection. Attorney alleges that from the studies realized, it was identified that the implantable neurostimulator was infected and it was removed during a third surgery. Attorney alleges that the cause of the incident was by not properly dealing with the transport, use, and implant of the device.